Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a routine eri change out, after the terminal pins of the rv lead were placed in the new device, no impedance measurements were observed on the rv to can and svc/rv to can vectors. The physician reversed the coil terminal pins, and the results were the same. A second device was used. It was determined that the rv coil was fractured. The rv coil was capped. The svc coil was placed into the rv coil port. Dft testing was successful.